Event description:
A customer reported that higher than expected thyroid stimulating hormone (htsh) results, below the normal reference range, were generated on a unicel dxi 800 access immunoassay system for ten patients. Access hypersensitive htsh reagent ((B)(4)) and access htsh calibrators (lot 018459) were used in conjunction with the dxi 800 system. This report is one of ten and represents the results for patient four. The exact date on which the erroneous patient result was generated is unknown and will be inferred as (B)(4) 2011. Subsequent testing on the same instrument generated a result outside of the assay's stated precision claim of less than or equal to 7%. Additional testing on an alternate methodology also generated a lower result. The initial htsh result was reported out of the laboratory and was questioned by the clinician. While there is no report of adverse event or serious injury related to this event, the effect to patient is unknown.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Per the collected proservice data, all three levels of tsh quality control results were within customer established specifications during the timeframe of this event. A field service engineer (fse) was dispatched for this event. The fse performed a 25 replicate precision test on each of the instrument's four reagent pipettors. No issues were noted. The fse did not note any hardware issues that would have contributed to this event. Mdrs associated with this event: 2122870-2011-03216, 2122870-2011-03217, 2122870-2011-03218, 2122870-2011-03219, 2122870-2011-03220, 2122870-2011-03221, 2122870-2011-03222, 2122870-2011-03223, 2122870-2011-03224, 2122870-2011-03225.